Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: a review of the black box showed evidence of call service 052 alarms. During 24 hour testing the pump emitted a replace battery alarm. Further testing was unable to be completed due to internal moisture and a replace battery alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.